Event description:
Customer stated, "holding in hand when it sparked and she screamed and dropped it. She had a black spot on her hand." The product was returned for investigation. The product was approx. 13 years and 9 months old when the incident occurred. The customer did not seek out medical attention. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord at the strain relief. The investigator determined that the cut developed from the continuous use of pad over 14 years. The cut led to the sparks the customer described.